Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying a ¿hi¿ message (result over 600mg/dl). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at an unknown time on (B)(6) 2021 and has been ongoing. The patient manages her diabetes with self-adjusted insulin ¿3 dosages of novalog 10 units and 120 units of tresibal, daily¿ and she advised that in response to the alleged issue, she began to guess her medication intake (dose not specified). The patient reported than on (B)(6) 2021 an unspecified time after the alleged issue occurred, she started feeling bad ¿very sweaty, shivering, felt like she couldn't walk, as well as feeling like she was going to faint¿. The patient reported that she self-treated by drinking a ¿small coke¿ and felt better. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca established that the product was not being used for the first time. The cca walked through resolving the issue; and noted that the patient was using expired test strips (2018-05-31). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining the hi blood glucose message on the subject device.